Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Pump received with cracked lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that insulin pump screen and battery compartment was damaged the customer¿s blood glucose level was 147 mg/dl at the time of incident. The customer also stated that the insulin pump was working as designed. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.